Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that, since the patient's omnipod 5 application updated a month and a half ago, the patient has been experienced poor glycaemic control. The patient reported that their blood glucose level was low and the basal rate did not pause; on one occasion, this led to them being hospitalised (date not specified). No specific blood glucose levels were provided. No further information regarding the event was provided. Efforts to obtain additional information are ongoing, and a supplemental report will be submitted if any new details are received.

Event description:
It was reported that, since the patient's omnipod 5 application updated a month and a half ago, the patient has been experienced poor glycaemic control. The patient reported that, on one occasion where they experienced low blood glucose levels, this led to them being hospitalised (date not specified). No specific blood glucose levels were provided. No further information regarding the event was provided. Efforts to contact the patient and obtain further information have been undertaken; however, no response has been received to date.

Manufacturer narrative:
B5 has been updated.

Event description:
It was reported that, since the patient's omnipod 5 application updated a month and a half ago, the patient has been experienced poor glycaemic control. The patient reported that, on one occasion, this led to them being hospitalised (date not specified). No specific blood glucose levels were provided. No further information regarding the event was provided. Efforts to contact the patient and obtain further information have been undertaken; however, no response has been received to date.

Manufacturer narrative:
The physical device was not returned. Cloud data tied to the user was downloaded for the period of (B)(6) 2026 - (B)(6) 2026. Review of the cloud data found no evidence of the system under or overdelivering insulin. The patient history buffer (phb) data showed that the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately reduced and stopped delivery of automated basal insulin as estimated glucose values decreased towards and below the user's target, and the algorithm resumed insulin delivery as sharp increases in estimated glucose values occurred. No instances of the automated algorithm delivering automated basal while estimated glucose values were below 60 mg/dl were observed. The total number of pulses delivered tracked by the pod increased correctly at each 5-minute cycle based on all microbolus and bolus insulin deliveries. No evidence of any issues with the automated algorithm was observed in the available cloud data.